Manufacturer narrative:
(B)(4). Additional concomitant medical products: trabecular metal cr tibial component, catalog #: 00588604414, lot #: 61769569; trabecular metal standard primary patella, catalog #: 00587806532, lot #: 62767097. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is continuing to experiencing numbness, pain, swelling, and loss of balance which has led to multiple falls.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No device or medical records were received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per the packaging insert, pain and swelling are known adverse effects of this procedure. However, a definitive root cause cannot be determined due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.